Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. (B)(4).

Event description:
It was reported that the patient experienced a perforation in an unknown location. This right ventricular (rv) lead and the right atrial (ra) lead were both explanted as it was undetermined which of the leads presented the perforation. As there is no available information regarding which lead presented the perforation, this right ventricular (rv) lead will be reported as the one that perforated the heart wall and the right atrial (ra) lead will be reported as additional surgical intervention. Additional information from the field representative indicates that the perforation was identified due to a pericardial drain that was performed. Also, the patient experienced chest pain due to the lead perforation. This right ventricular (rv) lead was successfully replaced. No additional adverse patient effects. The product was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of perforation, effusion, and chest pain.

Event description:
It was reported that the patient experienced a perforation in an unknown location. This right ventricular (rv) lead and the right atrial (ra) lead were both explanted as it was undetermined which of the leads presented the perforation. As there is no available information regarding which lead presented the perforation, this right ventricular (rv) lead will be reported as the one that perforated the heart wall and the right atrial (ra) lead will be reported as additional surgical intervention. Additional information from the field representative indicates that the perforation was identified due to a pericardial drain that was performed. Also, the patient experienced chest pain due to the lead perforation. This right ventricular (rv) lead was successfully replaced. No additional adverse patient effects. The product was returned for analysis.